Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient presented with endophthalmitis. It was noted 2-3 days post cataract extraction with intraocular lens implant procedure for the left eye the patient presented with hypopyon, fibrin 4+cells in anterior chamber and corneal edema. The patient was referred to a retinal specialist for intravitreal injections of antibiotics. The patient was prescribed antiinflammatory eye drops. Aqueous and vitreous tap was performed and sent for culture testing. Results showed a no growth. The patients symptoms have resolved with treatment. This report is for the second of three patients from this facility.